Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected and presenting with no visible defects, it was noted that there was dried saline on the sheath and tip. Next, the catheter was tested electrically and no electrical opens or shorts were found. The tests were repeated with the shaft in both a left and right curved position and the device still met all electrical specifications. Then the catheter went through functional testing of the steering and tension control mechanism, both functions properly and no abnormal resistance was found. Then, the catheter was pressure tested for leaks three times, all three tests indicated there was a gross leak in the system. The catheter was then dissected and saline was pumped through to locate the leak, which was found where the irrigation lumen and extension tubing are joined. It was also noted there was a crack in the adhesive at the location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on 19oct2021. It was reported that during an ablation procedure to treat atypical atrial flutter using an intellanav mifi open-irrigated ablation catheter the catheter's signals did not show up on the mapping system. The signal was lost part way through the procedure and when they stopped the ablation the signals appeared again. They then exchanged the connector cable, however that did not resolve the issue. After that they exchanged the catheter and that did fix the problem. They were able to complete the procedure without patient complications. Analysis of the returned complaint device revealed a leak in the catheter irrigation tubing.